Manufacturer narrative:
The lens was returned positioned correctly in the lens case. One haptic has a deep scrape marks in the distal area. The damage appears to be caused by a post of the lens case. The photo appears to be of the returned sample. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implantation, a scratch on lens was noted and the haptic was twisted. The lens could not be used. Additional information was requested.